Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had been experiencing high and low blood glucose levels for several weeks leading up to the call. Blood glucose level at the time of the call was 44 mg/dl, which had already been treated. The customer also reported having a blood glucose level of 445 mg/dl several days before the call. Troubleshooting did not show any malfunction of the insulin pump. The customer was sent a tubing clamp to complete troubleshooting. The insulin pump was not replaced or returned for analysis.